Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. A sample has been received but has not yet been evaluated. (B)(4). Codes provided by MFR. (B)(4).

Event description:
A nurse reported that a probe failed to cut during surgery, however it was able to aspirate. The product was replaced and the surgery was completed during the same session without harm to the pt.